Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited that the adhesive around objective lens was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. We could not specify the root cause of the peeled adhesive, however, it is probable that the defect was cause by stress during use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We have confirmed that the inspection method for this issue is described in "chapter 3, preparation and inspection, 3.3, inspection of the endoscope" in the instruction manual (operation). Olympus will continue to monitor field performance for this device.